Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that water leaked from the foley catheter during pretest.

Event description:
It was reported that water leaked from the foley catheter during pretest.

Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Visual evaluation noted received a 3-way temp sensing catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Also received 2 photo samples. First photo sample shows top overview of catheter. Second photo sample showcases asymmetrical inflated balloon filed with water however unable to determine if balloon is partially inflated in the photo. Therefore, based on physical samples received the product meets specifications according to inspection procedure which states "balloon shall inflate and deflate normally with use of syringe." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.